Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low as well as high blood glucose level and became unconscious and called paramedics. On july 7, 2020 customer's blood glucose level was 600 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis. .